Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen catheter, a clamp catheter, and a box clamp for analysis. Signs of use were observed on the catheter body. Visual analysis of the catheter revealed that the clamp catheter/box clamp assembly was returned attached to the catheter body. No obvious defects or anomalies were observed on the returned sample. There is no evidence to suggest that the catheter suture wings (on juncture hub) were secured with sutures which matches the customer report that they only used the clamp catheter/box clamp assembly. The catheter body length measured 5 3/16", which is within the specification limits of 4 13/16" - 5 3/16" per catheter product drawing. The catheter outer diameter measured 0.066", which is within the specification limits of 0.065"-0.069" per catheter extrusion product drawing. The clamp catheter inner diameter measured 0.063", which is within the specification limits of 0.063"-0.066" per clamp catheter product drawing. The catheter, catheter clamp, and clamp fastener were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "use triangular juncture hub with side wings as prim ary suture site. Catheter clamp and fastener should be utilized as a secondary suture site as necessary." The catheter juncture hub was secured within a vice and the box clamp was attached to the catheter body. To test the axial clamp holding force, the box clamp assembly was attached to a force gauge. Per amrq-000145 rev.05, "generation 1 combinations of the clamp/fastener for catheters larger than 7fr should sustain a withdrawal force of = 6n (1.35lbs)." The box clamp assembly was pulled in the direction of the catheter body to 1.35 lbs. No movement from the box clamp was observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. There were no relevant findings identified. The IFU provided with this kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration." The customer report of a catheter migration could not be confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed on the returned sample. There is no evidence that the catheter was secured using the primary suture site (juncture hub) in addition to the secondary suture site (box clamp). Axial clamp holding force testing was performed based on module requirements for the box clamp and the returned sample met the required specifications. Based on the customer report and functional testing of the returned sample, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the cvc migrated in the child causing extravasation of tpn. The line slid through the block and fell out of place. The line was in the left subclavian vein. As a result the feed had to be infused faster but was well tolerated by the child." The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the cvc migrated in the child causing extravasation of tpn. The line slid through the block and fell out of p lace. The line was in the left subclavian vein. As a result the feed had to be infused faster, but was well tolerated by the child." The patient was reported as fine.